Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter denied damage to the battery compartment and battery cap. The reporter denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box shows evidence of short battery life is illustrated with 6 counts drastic voltage drop on 06/15/18. Battery compartment and cap are undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, all currents reading are above spec, reported ¿short battery life¿ complaint is duplicated. Pump¿s cover was removed, pcb inspection concluded an unidentified intermittent condition.